Event description:
This cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. The pt had undergone surgery where a magnet was used to disable tachy therapy. The guidant rep tried to halt the beeping by toggling the beep on pace/sense events on and off, but the beeping continued. The device continued to beep when a magnet was applied and when the magnet was removed. The device was programmed to off, which produced a constant tone. When programmed to monitor+ therapy, the device began beeping again. When the rep attempted to perform a manual capacitor reformation, the message 'magnet over pg, remove magnet and try again' was received, even though no magnet was present. No adverse pt effects were reported. The device was explanted and replaced.